Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a sensor reading of 71 mg/dl and a confirmatory fingerstick of 58 mg/dl, and was guided to consume oral glucose in the form of juice followed by a small carbohydrate snack; education and troubleshooting were provided, and the case was categorized as low glucose with cause unclear. Symptoms included hypoglycemia with feeling unwell and blurry vision. Outcomes included transient functional limitation requiring assistance and on-call support, with no hospitalization. Investigation included user coaching on acute hypoglycemia treatment and reinforcement of device use and training. Investigation of this case revealed no device malfunction reported and suggested possible high insulin sensitivity contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.